Event description:
Pt was taken to another room on 12/4 for laser eye surgery. The blender was used in the new room, was brand new and the pt's o2 saturations began to improve after the change. After the surgery, the pt was left on this new blender and was able to wean fio2 quickly. Pt continued to be weaned from fio2 throughout the night and it was a surprise that the pt was doing so well on low fio2. After discussing with dr, we decided to analyze the fio2 being delivered to the pt. The analyzer stated 100% even though the blender was set at 21%. The blender was immediatelytaken out of service, and the pt returned to a more "normal" setting based on assessment. A 41 hfnc at 70%. A progress note was written and all involved parties notified.